Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to confirm the accuracy of the fill estimate.